Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in several inappropriate shocks. There was concern of an electrode anomaly. Review of the device data revealed there was both t-wave and myopotential oversensing. Therapy was programmed off and then the system was subsequently replaced with a transvenous. The sensing vectors were tested and no viable vector was obtained. Technical services discussed the patient's morphology appears to have changed and discussed considering a transvenous system. Therapy was programmed off and the system was subsequently replaced with a transvenous system.